Event description:
It was reported that the device had air leaking from it. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). 510k is unknown. No information has been provided to date. UDI is unknown. No product information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. One sample returned in used condition and without its original packaging. Visual inspection performed at a distance of 12 inches under normal conditions of illumination and it was observed to have a hole in the tube. During functional testing using the leak test, the leak was detected. The root cause was related to the manufacturing process. A corrective and preventative action has been opened to address the reported issue. As a preventive action manufacturing personnel was notified by the area trainer.